Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and passed all manufacturing specifications. The reported condition could not be confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that there was an air leak in the hose near the handpiece of the motor device during pre-testing. The motor device was not being used during surgery. There was no delay because a spare motor device was available. There were no injuries or medical intervention reported. There was no additional information provided.